Event description:
It was reported that control-iq (ciq) was not adjusting insulin delivery as expected. Trouble shooting with tandem technical support (tts) determined that the customer had ciq turned off. Tts educated the customer that ciq must be turned on to adjust basal delivery. The customer's blood glucose (bg) level was 46 mg/dl. The customer consumed glucose tablets to address the low blood glucose level and lost consciousness temporarily after they treated their decreased bg.